Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the guidewire could not be pushed forward or back. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter was dissected for further inspection. Upon dissection it was noted that the guidewire lumen was damaged inside the distal inner hypotube potentially caused by the mechanical stress of pebax break and delamination with additional collapsed braid. Additionally, some white spots were observed on the break point of the pebax.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the guidewire could not be pushed forward or back. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.